Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract procedure, he noted a bubble under the primary incision that did not escape as it had in the past and a small amount of endothelial tissue separation. The surgeon stated he put an air bubble in the eye hoping to re-attach the endothelium. During the one day post-op visit it was noted that the patient had 70% of endothelial detachment. The surgeon advised the patient to see a corneal specialist but the patient refused, so the surgeon consulted with a corneal specialist who instructed him to put another bubble in the anterior chamber to try to re-attach the endothelium. The patient now has a cloudy cornea and poor vision.